Manufacturer narrative:
The device was returned to olympus for inspection, and the error e217 was confirmed. E226 was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope ID, e217 occurs. For error 226 a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope error e217 and scope communication error e226. There were no reports of patient involvement.